Event description:
It was reported that (2) er420 was used during a lap chole procedure. It was reported by the affiliate that the clip malformed. Opened another device to complete the case. There was no consequence to pt.